Event description:
During a laparoscopic gastric bypass procedure, the customer received an error 5. The customer tried retorquing and cleaning then tried to test again and the active tip fell off while testing. The tip was found on the pt drape and will be returned along with the instrument. A second device was used with no pt consequence. The rep was not present and did not know if there was any metal contact.